Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high shock impedance measurements. The plan is continued to monitor. The s-ICD was turned off but still in patient and transvenous device was implanted. No additional adverse patient effects were reported.